Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. A received radiograph was evaluated noting dislocation of the femoral head and questionable displacement of the polyethylene liner. The review also noted suspicion for particle disease and/or stress shielding, however, this cannot be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2017 - 08100, 0001822565 - 2017 - 08101, 0001822565 - 2017 - 08102, 0001822565 - 2017 - 08103. Concomitant medical products: femoral stem, unknown part/lot, acetabular cup, unknown part/lot, acetabular liner, unknown part/lot, femoral head, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision at an unknown date to address unknown reasons. No further information has been made available at this time.